Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue. The pneumatic buffer was verified that it did not exceed 10 cmh20 and the leak persisted. There was no patient injury.